Manufacturer narrative:
Evaluation summary: the user returned the actual complaint device to the manufacturer for investigation (lot 0607a03, manufactured july 2006). The investigation determined the injection button was detached. This malfunction may result in an underdose. In addition, both clear cartridge holder engagement tabs were broken. This malfunction may cause an underdose. The root cause for the injection button detached is damage while in the field from an unknown tool as indicated by tool marks on injection clutch spacer button face. The root cause of the broken clear cartridge holder engagement tabs is damage while in the field as evidenced by marks consistent with an x-acto knife on both engagement tab areas. Corrective action - the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." In addition, the core user manual states, "do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage - there is evidence of improper use. Marks consistent with an x-acto knife were observed on both engagement tab areas and unknown tool marks were observed which damaged the injection button. This misuse is relevant to the user's complaint and the investigation findings. This report includes final evaluation findings. No additional information is expected.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen ergo burgundy/clear pen body with a clear cartridge holder attached was reported to not be working and the injection button would not move. This humapen ergo, burgundy/clear pen body with a clear cartridge holder attached is associated with (B)(4), lot 0607a03. The returned device was found to have two broken clear cartridge holder (cch) engagement tabs. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. The humapen ergo burgundy/clear pen body with clear cartridge holder attached was not continued. Update 01-sep-2010: additional information received 31-aug-2010 via the global product complaint system. Added device analysis summary, (B)(4).